Event description:
Customer reported an increase in the flag for increased basophils (basophilia) was occurring on the coulter gen-s system. The increase was identified when comparing test results obtained with the coulter hmx hematology analyzer. The customer performed a slide review to determine if basophilia was present in the pt samples. No erroneous test results were reported. The problem was resolved when the reagent lot of the coulter scatter pak reagent kit was replaced. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The customer reported that controls recovered within expected ranges. The event was corrected by installation of a replacement lot of coulter scatter pak reagent kit on the system. This is the only reported event for the lot number a070910. Personnel from the mfg site in (B)(4) reviewed the event and indicated that it was possible that the affected lot may have been exposed to elevated temperatures during transportation and/or product storage. This was determined to be the probable cause of the event. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.